Event description:
It was reported that the procedure was to treat lesions in the proximal and distal left anterior descending artery. The 3.0 x 18 mm xience prime stent was successfully direct-stented in the proximal lesion. The 3.0 x 8 mm xience prime stent was then successfully implanted in the distal lesion. It was noted that the 3.0 x 18 mm stent was not fully expanded; therefore, an additional inflation was performed with the 3.0 x 8 mm stent delivery system (sds) balloon, at 22 atmospheres. During removal of the 3.0 x 8 mm sds balloon, resistance was met with the 3.0 x 18 mm stent, and the sds did not slide well over the balance middleweight (bmw) guide wire. Force was used; however, the sds could not be removed. The guide wire, sds catheter and sheath were removed as a unit. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter when treating multiple lesions within the same epicardial vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): no pre-dilatation. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The 3.0 x 8 mm xience prime and the bmw guide wire are being filed under separate medwatch reports.